Manufacturer narrative:
The investigation for the reported aic - battery comm. Failure (yellow alarm) issues has been completed. The impella device has been returned for evaluation. The root cause of the battery communication failure alarm was most likely due to an intermittent malfunction of the pbm board. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited a battery communication failure alarm. The console was plugged into the ac and the device showed that the console was plugged in, however the battery level was at 50%. The device was replaced. No report of patient harm or injury.